Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient came in for an extra follow up due to complaints regarding palpitations. A review of the device measurements noted out of range pace impedance measurements on the competitor right atrial (ra) lead. Due to the out of range values the device switched to unipolar configuration resulting in more palpitations. The device was reprogrammed to bipolar configuration and data was sent for review to boston scientific technical services (ts). No adverse patient effects were reported. A review by ts noted that the issue reported is not likely an atrial lead issue but rather jumpy impedance related to spring contact. Ts also recommend to do patient testing to try and recreate noise while in unipolar configuration to confirm this was pectoral muscle myopotential and was only seen due to unipolar sensing. Ts also discussed to test in bipolar configuration to be sure no noise or jumpy impedance measurements were noted. Ts noted that if everything was stable then it would be suspected that this was related to intermittent high impedance related to spring contact. The field representative will discuss the case with the clinic.